Event description:
It was reported that patient underwent primary mom hip surgery in (B)(6) 2009. Revision procedure was performed on (B)(6) 2014 due to unknown reasons. No further information has been received.

Manufacturer narrative:
No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Corrective actions at biomet (B)(4) have been initiated to address this late report.